Event description:
A literature article reported toric iol rotation seen in eyes with long axial length. The study had 378 eyes of 302 patients. Rotation was seen in six eyes of more than 20 degrees. These six eyes all had an axial length of more than 25.0 mm. The article notes that the power of the implanted lenses was less than 16.5 d, thus the rotational instability may be associated with lower-powered lenses. Case 5: iol was repositioned immediately after surgery per the patient's request. One day postoperatively the lens rotated 47 degrees. Rotation of the iol was performed again two weeks following cataract surgery, after which the iol remained stable. There are four manufacturer reports associated with these events. This report is for case 5.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the device remains implanted. Complaint history and product history records could not be reviewed because the report did not provide a lot number of any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The complaint file was opened from a literature report, not enough information was provided in the report fur further investigation. Miyake, t., kamiya, k., amana, r., lida, y., tunehiro, s., and shimizu, k. (2014). Long-term clinical outcomes of toric intraocular lens implantation in cataract cases with preexisting astigmatism. Journal of cataract and refractive surgery, 40(10), 1654-1660. Retrieved october 1, 2014, from http://www.sciencedirect. Com/science/article/pii/so886335014009420. (B)(4).